Event description:
A pt reported blood glucose results of 248 mg/dl, 124 mg/dl, 236 mg/dl, 102 mg/dl, 161 mg/dl and 117 mg/dl with a lifescan meter, performed within 10 minutes of each other. A control solution test was performed and the result fell within specifications.